Event description:
The hospital reported that the endoscope was foggy. The hospital will reportedly not be returning the product in question. We are following up with the hospital for additional information regarding the case.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal file number - (B)(4).